Event description:
It was reported that after an unknown procedure, after firing, the surgeon found only 3/4 of the circle stapled on colon. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were two partially b-form staples inside the pockets, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no anvil was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.